Event description:
Senseonics was made aware of an incident where patient reported abscess (infection) at the insertion site soon after the insertion was done on the same day. Hcp prescribed antibiotics called "augmerntin (amoxicilline)" to treat the infection. As per the case information, the incision got healed later and the patient is currently using the eversense xl cgm system.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Hcp prescribed antibiotics called "augmerntin (amoxicilline)" to treat the infection. As per the case information, the incision got healed later and the patient is currently using the eversense xl cgm system.